Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 24 mm in size and located in the right lower lobe lesion abutting the pleural at the distal margin. Post procedure, the patient experienced shortness of breath, chest pain and desaturation. A chest x-ray (cxr) identified a pneumothorax that was on the contralateral side of the biopsied lesion. It was reported that a pneumothorax was expected because the patient had severe emphysema. The physician believed the pneumothorax occurred due to general anesthesia ventilation and the patient¿s severe emphysema. The pneumothorax was moderate in size, therefore; a chest tube was immediately inserted after the first cxr, and no surveillance was done. The physician was not sure if a pneumothorax would have occurred with another biopsy modality and that it was unlikely to have had a contralateral pneumothorax from computed tomography (CT) biopsy, but that CT biopsy was deemed too high risk due to the patient's emphysema. The patient was admitted pre-procedure, but the pneumothorax prolonged the hospitalization. The patient was hospitalized for a total of 4 days and then discharged home. The physician did not believe that the ion system caused or contributed to the pneumothorax.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.